Event description:
A caller reported a "not enough insulin" alarm from their tandem device. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus was delivered to address bg. The customer continued to use the pump for insulin therapy.